Event description:
Sales consultant was informed that the screws were coming out long in the 6.5/7.3 cannulated screw system after measurement. Sales consultant was called in on (B)(6) 2012 for a hip pinning. Scrub tech measured with the depth gauge, and then measured with a ruler and used the subtraction method and noticed a difference. While the depth gauge was showing a size 85, the ruler after subtraction method showed a shorter size. They decided to go with the ruler's measurement and the screw was perfect length.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with several nicks through the anodized surface. Five deep nicks through the anodize surface exist on tip of instrument. All features met specifications. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered this complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).